Event description:
The user facility reported that there was a pt laceration. Was told by the contact, that the pt was in the prone position when the device slipped. The pt sustained a laceration. Add'l info from the facility has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.